Event description:
Experiencing multiple symptoms: numbness in hands/arm/feet, weight gain and recurrence of pmdd symptoms. Numbness/tingling: I started feeling tingling/numbness in my right hand around (B)(6) 2015 and in my left hand on (B)(6) 2015. On my right side, the tingling/numbness was brought on when I would lay down with my hand under a pillow or when I would lay on my side. I didn't think much of it because it is the same feeling that you get when your hand 'falls asleep.' Over the next several days, the tingling occurred throughout the day and I could not identify a pattern that might be causing the issue. As the days went by the tingling/numbness moved up through my forearm and now stops at my elbow. There are times when my whole arm, from the elbow down through my fingers, will be numb and other times when just my hand is numb. There have also been instances where I have lost circulation in a few of the fingers on my right hand. When this happens my fingers turn white and there is a distinct difference in the temperature to the effected vs non-effected fingers. For my left hand the numbness started about a month later. At this point, the tingling is isolated to my fingers and has not moved into the palm of my hand, forearm or elbow. The numbness in my toes primarily occurs when I am sitting down. If both legs are on the ground then the tingling/numbness sensation is about the same. If I sit with my legs crossed, there is a significant difference between the numbness of each foot. Weight gain: I have gained 10 lbs since the date of my procedure, which was (B)(6) 205. Pmdd symptoms: I was diagnosed with pmdd several years ago by my ob/gyn. I have been able to control the symptoms through bio-identical hormone therapy, exercise and ssri's. However, at the onset of my first cycle, after essure insertion, it was evident that the pmdd symptoms were back. The mood swings were atrocious, irritability intolerable, anxiety and extreme fatigue. The mood swings and irritability started on (B)(6) and ran through the week. The following week, when my cycle started, I could barely get out of bed. I wanted to sleep all day and when I wasn't sleeping, I was exhausted.